Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The procedure started with pre-dilatation using a 25mm balloon as the native valve and the lvot were very calcified. The procedure continued smoothly until the delivery system balloon burst during inflation. The transcatheter heart valve opened successfully, and outcome was very good with no gradient or pvl. After the balloon burst, the physician experienced difficulty removing it through the sheath; therefore, a surgery was needed to remove the balloon. Patient outcome was good. Per medical opinion, the root cause of the event was the patient's severely calcified native valve.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. As a technical summary applies to this complaint event, an engineering evaluation is not required. Review of manufacturing mitigations and review of IFU/training material are captured in a technical summary. The 3mensio report was provided and the following was observed: presence of calcification at the aortic root. The complaint for balloon burst and withdrawal difficulty were unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, "lvot were very calcified. Calcium on the leaflets was very well visualized under 3mensio during the case." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty and separation.